Event description:
Following stent deployment during coil embolization in the basilar artery, the physician inserted the coil into the aneurysm but a couple of coil loops protruded into the parent artery. As the physician attempted to reposition the coil, it broke at the detachment zone. Approximately 10 cm of coil remained in the aneurysm while roughly 20 cm of coil protruded into the parent artery. The physician made an unsuccessful attempt to snare the coil and instead used 4 stents to secure the coil to the vessel wall. There was no clinical consequence to the patient.

Manufacturer narrative:
(B)(4) coil protrusion, a request has been submitted for a new code.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses received it was determined that the coil had not been soaked in saline, resistance was felt repositioning coil within the aneurysm near the stent and the coil broke when delivery wire was rotated during repositioning. The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The pusherwire was received within the introducer sheath. Bends at the distal end of the pusherwire were noted 9cm and 13cm from the distal end. Microscopic inspection of the pusher wire noted the inner coil was still attached to the pusher wire distal end and the last two winds of the inner coil were exposed. No polyethylene terephthalate (pet) was covering the winds. The coil was not returned. No other anomalies were noted. Based on analysis of the device and additional information, a root cause of user error has been assigned as the as the delivery wire was rotated during delivery of the coil into the aneurysm contrary to the directions for use which warns the user "do not rotate the delivery wire during or after delivery of the coil into the aneurysm. Rotating the gdc 360 coil delivery wire may result in a stretched coil or premature detachment of the coil from the delivery wire, which could result in coil migration."

Event description:
Following stent deployment during coil embolization in the basilar artery, the physician inserted the coil into the aneurysm but a couple of coil loops protruded into the parent artery. As the physician attempted to reposition the coil, it broke at the detachment zone. Approximately 10 cm of coil remained in the aneurysm while roughly 20 cm of coil protruded into the parent artery. The physician made an unsuccessful attempt to snare the coil and instead used 4 stents to secure the coil to the vessel wall. There was no clinical consequence to the patient.